Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing on the right ventricular channel. After analysis of the system, it was determined that reprogramming is not a feasible option. A lead repositioning procedure was discussed. At this time, no changes have been performed. This system remains in service. No adverse patient effects were reported.